Manufacturer narrative:
E1: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the dialysate port was observed cracked. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from the ¿connection of the filter column¿ (dialysate port) of a prismaflex m100 set due to a crack. The event occurred during prime. There was no patient involvement. No additional information is available.